Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an ischemic stroke on (B)(6) 2022 and passed away.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2022-00163. The MFR number should have been fei-based with the 10 digit fei being (B)(4). Manufacturer's investigation conclusion: a direct correlation between the reported ischemic stroke, brain hemorrhage, and the centrimag device could not be conclusively established through this evaluation. The device history record for centrimag blood pump lot # l07709-la1 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) lists neurologic dysfunction and bleeding as possible side effects that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #15: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the stroke was treated with centrimag and medications. After the patient was implanted with the centrimag, the patient was stable. After a few days, a brain magnetic resonance imaging (MRI) and a computed axial tomography (cat) scan were performed. The patient had a brain hemorrhage and passed away.